Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in the ER after receiving an alert for bvvi. The device failed to produce image for further investigation. The device was manually checked. The download was successfully performed. The patient reported no surgeries, MRI scans or other exposure to emi.